Manufacturer narrative:
The lot/serial numbers were not available, therefore a review of the manufacturing records for the device was not possible. The UDI for the vbx devices is not available since the device lot number is unavailable. (B)(4). The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) states that adverse events that may occur is device failure.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, during the original procedure two gore® viabahn® vbx balloon expandable endoprostheses were used for a chimney technique in the renal arteries (lot/serial number is unknown and not available). It was reported that computed tomography images dated (B)(6) 2020, revealed the patient had a proximal type I endoleak. It is unknown if there is aneurysm sac enlargement (previous CT images are not available for comparison). The cause for the type I endoleak is unknown, but the physician stated "it could be possible gutters that lead to possible migration". On (B)(6) 2020, the physician reintervened and implanted a gore® excluder® aortic extender endoprosthesis proximally and bilaterally extended proximally both viabahn® vbx balloon expandable endoprostheses. The endoleak was resolved at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Addition cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Addition g5.

Manufacturer narrative:
Addition -patient comorbidities: copd, hypertension, and afib addition -patient medications: albuterol, amlodipine, apixaban, calcium citrate, vitamin d3, duloxetine, famotidine, fenofibrate micronized, ferrous gluconate, fluticasone, gabapentin, levothyroxine, metoprolol, omeprazole, rosuvastatin, solifenacin, sotalol, umeclidinium, valsartan, and zinc oxide